Manufacturer narrative:
MFR received date: 27 aug 2019. The customer replaced and returned the unit to the factory. Failure analysis on the returned v60 unit shows that the customer reported problem was verified. The unit has the 2.10 software instead of the 2.30 software. This was identified as production workmanship. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
The customer reported that the ventilator received has incorrect software installed. The customer reported that the unit was not in use on patient.